Event description:
The report indicated that the pt was on biventricular support. After two hrs of use, the bio-pump began to "wobble". The device was changed out. The pt subsequently died, however, the report indicates that the device change-out did not cause or contribute to the pt's death.